Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issues, difficult to advance stylet and loss of capture. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issues was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with dried blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of difficult to advance stylet was confirmed. The cause of the stylet could not be fully inserted inside the lead due to dried blood found clogged in the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported during in clinic follow up that the atrial lead exhibited a loss of capture. Imaging confirmed dislodgement. During revision, the lead exhibited a difficulty advancing the stylet as well as a failure to extend or retract the helix. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.